Event description:
It was reported that the ventilator was displaying different pressure values than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying different pressure values than set. The ventilator was investigated by our field service engineer on-site and the issue is not reproducible in ventilation mode and the pre-use check passes. The customer was informed about how the used ventilation mode (prvc) is designed. No parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).